Event description:
A user reported that their pump screen was not turning on, and the red led light was blinking while the pump was making periodic sounds. There was no reported impact on the customer's blood glucose level at the time of the event. The issue was not resolved by troubleshooting steps, so the customer was informed that the pump needed to be replaced, which was done under warranty. Instructions were provided for the return of the malfunctioning pump, and the customer was advised on storage mode instructions for transport. The customer declined to share the details of their backup therapy.